Event description:
The customer reported via phone call that he had a no delivery alarm but the pump was not saying no delivery. Customer stated that this is the second time that the pump was not delivering insulin. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer performed the high pressure test and there was a no delivery. The insulin pump passed the high pressure test. The insulin pump will be replaced due to the absence of a no delivery alarm.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was receive with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.